Manufacturer narrative:
D9: date returned to mfg.: (B)(6) 2024. H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, missing battery door and cracked lcd lens. The reported problem was not duplicated. When performing functional tests, the device passed all tests without any issues. However, due to the alarms found in the event log, recommend replacing the downstream and upstream sensor as a preventative maintenance. Replaced dso sensor assembly, uso sensor, optic switch, lcd lens, battery door, keypad, overlay, rear label and latch lock. The device passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a last error code 43986. The event occurred during testing. There was no delay in therapy. There was no physical damage and no customer damage reported. There was no patient involvement and no harm/adverse event reported.